Event description:
Patient underwent arthroscopic rotator cuff repair. During deployment of the fifth of five total anchors, the anchor tip broke. The anchor applicator was removed, and the break visualized. The tip of the anchor that broke off was removed from the patient's shoulder intact. The broken tip was matched to the broken anchor and the attending surgeon and resident agreed that all pieces were accounted for. Scrub and circulator viewed the pieces and concurred.